Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue system error 345 (thermistor disparity) was not able to be reproduced. A review of event history log revealed multiple events of "ec 345". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however the device tested within specification. The I/o board and shielding and foam strips will be replaced a s a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.